Manufacturer narrative:
(B)(4). The returned sample was visually inspected and the reported condition was confirmed. A separation was detected between the tubing and the y-component. The insertion tolerance was measure and found to be out of specification. The tubing should be inserted into the y-component 5/16", yet it was only inserted 4/16". However, this was not determined to be the assignable root cause as an assignable root cause could not be determined.

Event description:
The separation of tubing and the y-component was observed through the baxter evaluation of the irrigation set returned (B)(4). This was an additional reportable malfunction observed on the returned sample. There was no patient involvement. No additional information is available.